Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2017 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of composix kugel mesh, patient was diagnosed with adhesions, mesh deformation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d4 (lot no, product catalog no), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2017 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac was fully excised. The defect was noted. A composix kugel mesh was placed into the abdominal cavity. It was difficult for the mesh to lie flat, but was sutured. There was some minimal overlap of mesh on lateral aspect." (B)(6) 2014 - patient was diagnosed with pelvic pain and ovarian cyst thereby underwent laparoscopic converted to open repair with right salpingo-oophorectomy, extensive adhesiolysis and removal of graft. Per operative notes, "dense adhesions along the entire anterior abdominal wall over the area of mesh. Lysis of adhesions were performed and the mesh was taken down. The ovary was removed on the right side." Attorney alleged that the patient had adhesions, pain and hernia recurrence.